Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported front teeth are not quite straight and they are unable to fully close their jaw after taking off the aligners. Their front top and bottom teeth touch before my molars do. Bite video provided by patient show slight posterior open bite present. Requiring rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.